Manufacturer narrative:
An intuitive surgical, inc. (Isi) fse was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problem and verified error 319 on usm4 in the log files pointing to a faulty board on usm. Usm4 was replaced to resolve the problem. During the repair, it was noted the blue fiber dust cap ((B)(4)) and cover ((B)(4) that was missing so they were replaced. The system was tested and verified as ready for use. Isi received the part involved with this complaint and completed the device evaluation. The unit was tested on an in-house system and failed the normal mode with 319 error, pointing towards acc. Swapped the fiber cable from acs to accl with a test one and did not resolve the error, re-swapped the original fiber cable back. Swapped the accl with a test one and did not resolve the issue. Swapped the accl a fiber cable from accl to acs with testing parts and resolved the 319 error. Re-swapped the original accl and the fiber cable and error 319 triggered again. Although an issue was observed during failure analysis, the failure mode determined does not meet the criteria of a reportable malfunction.

Event description:
It was reported that during a da vinci-assisted surgical procedure, error 319 occurred resulting in universal surgical manipulator 4 (usm4) unable to be moved. The customer power cycled multiple times; however, the issue persisted. A field service engineer (fse) advised the customer to disabled usm4 was disabled and proceed with 3 arms. The procedure was completed with no reported injury.